Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the black box and alarm history showed multiple call service ¿cs088¿ alarms. There were no ¿cs088¿ alarms or any other errors, alarms or warnings during the investigation. The product performed within specification. Unrelated to the original complaint, the battery compartment was cracked. The battery cap was damaged on the top, but the threads were undamaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.